Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm after being in the pool and sitting out on the beach. The customer's blood glucose level was not impacted. The customer does not recall how the pump alarm was cleared. The altitude alarm did not repeat.